Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill 7.3 global user guide book page 30 tuesday, august 30, 2022 9:22 am chapter 2 ¿ important safety information 31 port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the cartridge and tubing takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly the customer is not removing cartridge air, and using u-500 insulin. Tandem clinical support informed customer that not removing cartridge air, and using u-500 air, is off label per the user guide. There was no reported adverse impact to customers blood glucose (bg) level. Customer continued to use the pump for insulin therapy.